Event description:
A 500 cc. Bag of heparin in 5% dextrode in water was hung and set to infuse at a rate of 16.2cc/hr on channel b. Approx 7 hours later pump alarmed keep vein open and the bag was empty. The volume to be infused dispaly indicated that 381 cc remained in the bag. There was no consequence to the pt.